Event description:
Health care professional reported that during the implant procedure health care professional noticed moderate mitral regurgitation and chose to abandon the valve and replace it with a 25mm valve. Health care professional indicated that the cause of the regurgitation may have been papillary muscle or suture wrapped at commissure post and that a leaflet was punctured during the retrieval process.